Event description:
It was reported that the implant broke at the rim cap of the screw while deploying. The broken implant was removed and replaced with a new implant that was implanted successfully. It was noted that nothing was done improperly by the physician upon deployment, however it did occur during the sagittal wiggle, but it was properly connected to the inserter. It was indicated that the device will not be returned for analysis as it was retained by the facility.